Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 219mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to faulty force sensor. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. No error alarm on alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.